Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning was triggered due to high threshold, high impedance and fluctuating impedance. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.